Event description:
It was reported that the tip of the guide-wire was found to be bent when the package was opened. The procedure was completed using another guide wire. Per additional information via email from ibc on 17feb2021, the guide wire was used on the patient.

Manufacturer narrative:
The reported event was confirmed as supplier related. The reported failure was able to be reproduced. A potential root cause for this failure could be defect generated at supplier site and defective / torn / broken components. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. A review of the device labeling have been conducted for investigation purposed. "Bard inlay® stent tri-pak® (piolax hydrophilic guidewire lz type) single use only. [Warnings] 1. Method for use (1) when using the multi-length type, use should be avoided in the following cases. 1) measure the length of patient¿s ureter and confirm that excessive coil parts will not be formed. Consider use of other stent lengths depending on risk. Ureteral stents with excessive coil parts have risks of knot formation at the tip of the renal pelvis side during placement or removal. 1) 2) if any resistance is felt during removal, confirm the cause of the resistance under fluoroscopy and take remedial action to solve the problem. Excessive force during removal may lead to damage of the renal pelvis and/or ureter. (2) ureteroarterial fistula may be formed between the ureter and the aorta or the iliac artery and result in massive hemorrhage at the replacement of the ureteral stent if a ureteral stent is placed for a long term in a patient who has undergone the intrapelvic surgery or irradiation. Therefore, carefully monitor the condition of the patient, and in the event of acknowledging bleeding from the urethra, perform retrograde pyelography or angiography, and provide appropriate care. [Contraindications] 1. Method for use (1) do not reuse. (2) do not resterilized. 2. Applicable patients do not use for the woman who is pregnant or may become pregnant. [To avoid radiation exposure on pre-born baby from x-ray.] [Shape, configuration and principles] bard inlay® stent tri-pak® comprises the following components. 1. Inlay® ureteral stent the inlay ureteral stent is a double pigtail ureteral stent with monofilament suture loop attached to aid in stent removal. The stent is available in two forms: a single size or a customized multi-length size. Some of the single size type have no side hole. <material> polyurethane." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the guide-wire was found to be bent when the package was opened. The procedure was completed using another guide wire.